Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep).itwas reported thay they have a possible ipg replacment by there hcp and the replacement device resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID: 977a190, serial#: unknown, product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a190, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said their stimulator is going on and off for 3-4 hours every day and it comes in and out. If they lay down all the time they can feel the stimulation but it is like a raw electric current going through their body and it is painful. When the therapy is working all of that is calm and it feels almost normal. Patient stated they can tell when the stimulation goes on and on because their pain starts up. They get an error message that says connection interrupted, service code 310. The issue has been happening for a while, and was upset because they have seen about 4 mdt reps in person about a year ago, spoke to pats and an engineer, and have not gotten an answer and their pain was not fixed. Pt stated the hcp does not know much about the equipment and said all he can say is "the lead is out of line", agent was unable to ask if the lead is actually out of line or if pt was simply giving an example. Patient stated that last time they called they were told to follow up with their doctor which they found unacceptable because their doctor doesn't know anything about this device. Patient explained that their stimulator keeps "going off," and stated they always feel the stimulation but sometimes it's like "raw electricity" that shoots down their arm and is a burning pain. They have to lean back in a chair or lay down to make it comfortable again. It causes them to have a headache. Patient stated it disturbs them that no one supports their device or that no updates were available for their implant. Agent continued to review that the hcp's office can request a mdt rep to interrogate the implant or try reprogramming. Agent reviewed therapy issue versus external equipment issue with patient and that replacing equipment would not effect their therapy. Patient was not satisfied with the information being given and asked to speak to a supervisor. Agent sent email to the field requesting assistance for the patient and reviewed the supervisor callback procedure and expectations.

Manufacturer narrative:
Product ID: tm91scs, lot#serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called back and said their rep met with them 4 times and is asking that we replace the communicator. Emailed repair to send replacement communicator. Emailed prs to update patients address and phone number. Pt called back and stated that she received the new communicator - pt asked about how to pair to the handset. Pss walked pt through pairing and pt verified they are able to connect to the ins. Case reopened and reassigned to add secure note. Pt called back stating they were sent a new communicator but it does not make contact. Pt stated they repaired the old communicator to handset and it goes out every other hour. Agent asked, pt stated they git code 310 disconnected and disrupted and another code (the old communicator). Pt asked for a new communicator to be sent. Agent asked pt to use the new communicator that was sent. Pt was about to press remove neurostimulator on code 306, pt advised pt to not press that but instead press cancel. Agent could not hear pt. Agent disconnected call and call pt back but still could not hear pt. Agent disconnected call. Agent reopened and reassigned case to send email to repair to replace communicator and handset. Patient was escalated. Patient called back and mentioned they paired the old communicator to the handset because when they paired the replacement, they tried for 2 hours but kept getting no response when attempting to connect the communicator. Their old communicator would go 'on and off' but the old communicator connected them to therapy. During the call patient could not see the 3 vertical lines at the bottom left to close applications. Patient was escalated and offended and thought agent and patient services thought they were 'retarded'. Agent denied patient's concerns and reviewed troubleshooting information. Patient restarted the handset themselves and mentioned they were one step ahead of the agent but agent was unsure if the patient really restarted the handset. Patient was very rude. Patient restarted the replacement communicator. Patient unlocked the handset and went to mystim pc. Patient got a prompt to place the communicator over the implant. Patient would not listen to agent but finally they placed the communicator over the implant and was able to connect to therapy. Patient then got a 310 code. Patient restarted the handset. Patient got a 'phone is starting' message after unlocking the handset. Patient confirmed green light was solid on replacement communicator. Patient went back to mystim pc and got not found. Due to patient being escalated communicator and handset were replaced. Patient mentioned they had chronic pain and it was painful for them. Agent closed case. Called escalated pt back, and pt restated details from original call. Reviewed that a new handset and communicator are being sent, and pt needs to try those. If those do not resolve issue, that rules out the external equipment, and the next step would be to follow up with hcp. Pt says their dr "isnt knowledgeable" about the device. Reviewed pats complaint handling process, and again redirected pt to hcp and rep. Pt called after receiving the handset/communicator. On the call pt was able to connect to the ins and she said it is working she can feel it. Pt states she did not receive the case. Agent sent request to ship the case.